Event description:
It was reported that the patient presented at the emergency room. Upon interrogation, it was noted that the implantable cardioverter defibrillator performed inappropriate shock due to incorrect interpretation of signal. No interventions were performed. The status of the patient was unknown.